Manufacturer narrative:
(B)(4). UDI #: (B)(4). Concomitant medical devices: orthopedic salvage system modular tibial baseplate 67mm catalog #: 150421 lot #: 523710, orthopedic salvage system tibial augment block 10 x 63/67mm catalog #: 150426 lot #: 225600, orthopedic salvage system cemented proximal tibial stem catalog #: 150445 lot #: 751190, orthopedic salvage system 5cm reinforced yolk catalog #: 150493 lot #: 065310, orthopedic salvage system polyethylene tibial bushing catalog #: 150476 lot #: 248130, orthopedic salvage system rs polyethylene femoral bushings catalog #: 161034 lot #: 261210, orthopedic salvage system rs axle catalog #: 161035 lot #: 257570, orthopedic salvage system cemented im stem 13mm x 225mm catalog #: 150374 lot #: 416160, orthopedic salvage system diaphyseal locking screw set catalog #: 150481 lot #: 583850, orthopedic salvage system 4cm diaphyseal segment catalog #: 150482 lot #: 034700, orthopedic salvage system segmental stacking adapter catalog #: 150483 lot #: 097170, orthopedic salvage system 4cm diaphyseal segment catalog #: 150482 lot #: 899920, orthopedic salvage system rs 7cm modular segmented femoral component right catalog #: 161011 lot #: 306670, orthopedic salvage system polyethylene tibial bearing 16mm catalog #: 150412 lot #: 790410. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as it still remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2019-00696, 0001825034-2019-00697, 0001825034-2019-00698, 0001825034-2019-00699, 0001825034-2019-00700, 0001825034-2019-00701, 0001825034-2019-00702, 0001825034-2019-00704, 0001825034-2019-00705, 0001825034-2019-00706, 0001825034-2019-00707, 0001825034-2019-00708, 0001825034-2019-00709, 0001825034-2019-00710. Investigation incomplete.

Event description:
It is reported that during the patient¿s post-operative stay for knee arthroplasty, the patient experienced low hemoglobin and hematocrit levels and required a blood transfusion for post-operative anemia. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review and the reported event was confirmed through review of medical records. The device history records were reviewed and no discrepancies relevant to the reported event were identified. The root cause is attributed to the procedure performed with no device failure identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.